Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the mainbody of the minicap transfer set. This occurred when the packaging was first opened. There was no patient injury or medical intervention associated with this event. No additional information is available.